Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. Patient identifier, age or date of birth, and weight information unavailable. Legal manufacturer: (B)(4).